Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The cusotmer reported the device failed to capture ECG during a call. There was no reported adverse patient impact.